Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient's stimulation was turned off. The patient's representative discovered this when checking the device's battery level and noticed the status indicated that stimulation was off. The battery level was at 75%, and there had been no recent surgeries. Troubleshooting steps were provided over the phone to turn the stimulation back on, and the issue was resolved. The representative was advised to monitor the battery life to ensure it remained sufficiently charged. No symptoms were reported.